Event description:
It was reported during an oracle procedure- l2-l4. The trial handles became jammed on the trial spacers. The handles would not come off the trial spacers. The handles would not come off the trial spacers. The alif spreader also began to stick to the handles. A mallet was used to separate the devices. Used another hammer. The oracle spacer broke while inserting. All pieces were retrieved. Another spacer was inserted. Added an add¿l 20 minutes to the procedure. This is 3 of 7 reports for the same event.

Manufacturer narrative:
Blank fields on this form indicate the info is unk, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any add¿l info received regarding this event after filing this report shall be filed on a supplemental MDR. Visual examination revealed the inline handle had scratches and dents. The quick connect mechanism moved as intended. The functional gage acceptance indicates the product performs as intended, material properties were also verified. This complaint is invalid from mfg stand point.